Manufacturer narrative:
A ge service rep performed an on site investigation. A fuse was replaced on the power supply for the screens. Also, the hard drive was reformatted and configuration of bios was setup. The system was then found to be operating as intended.

Event description:
The customer reported the system failed to display an image. No report of pt injury.